Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg biv ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) due to possible early battery depletion. It was also reported that the left ventricular (lv) lead had high thresholds and had pulled back. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.